Event description:
In 2007, the customer reported to bsc that during a colonoscopy procedure with a male pt (age unknown), the resolution clip grasped the mucosa, but would not release from the catheter. In addition, the spring loaded slider broke, however, "through manipulation of the device by the physician the catheter finally released the clip". The procedure was completed with this device. The pt did not sustain any complications or ill effects as a result of this issue.

Manufacturer narrative:
A visual examination revealed that the blue grip was detached from the over sheath. In addition, the control wire was bent in several places along its length and the distal end was separated, however the separation was by design. Also, the clip assembly which was deployed, was not returned with the device. The investigation confirmed the detachment from the slider; however, the root cause for this complaint could not be determined. A review of the device history record revealed no anomalies associated with this incident. A lot history search was performed and found one other unrelated complaint had been reported for a different failure mode (premature deployment in sheath). In addition, the 2007 15-month complaint trend report was reviewed; an unfavorable trend was noted. No data points exceed the bsc trigger action limit. Two consecutive months of increasing number of complaints is identified as an unfavorable trend. Due to the low number of increased complaints, the low magnitude of the number complaints, and the low clinical severity of the failure modes, no specific action is warranted at this time.